Manufacturer narrative:
Product was discarded.

Event description:
It was reported the patient received the following results within 15 minutes: 270 mg/dl and 108 mg/dl. On a different day the patient received the following results within 15 minutes: 260 mg/dl and 116 mg/dl.